Event description:
It was reported that the insulin pump alarmed for a loose drive support cap during the prime. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed rewind and basic occlusion test, self test and displacement test. Insulin pump was unable to prime during prime, test due to faulty force sensor. No prime error alarms noted. Insulin pump received with cracked lcd display window corners.